Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was not feeling well after recent air travel. The implantable pulse generator (ipg) was found to have gone into a full electrical reset. The reset warning was cleared and the device was programmed back to the original settings. The device remains in use. No further patient complications have been reported as a result of this event.